Event description:
Customer reports back to back test results of 12 mg/dl and 121 mg/dl on the active system. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.